Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited loss of capture. The plan was to revise. This lead remains in service. No adverse patient effects were reported.